Event description:
It was reported that during a procedure the laser system displayed an error indicative of a system malfunction. The customer rebooted the laser system in the attempt to clear the error however the error reoccurred. The system was no longer able to be utilized and the customer completed the case by reverting to an alternative surgical procedure (turp). There was no report of a patient injury.

Manufacturer narrative:
Manufacturer's designated service technician was dispatched to the facility to evaluate the laser system. The service technician determined that the reported error was due to a malfunctioning laser component which was removed and replaced. The service was completed and the laser was released to the customer for use.